Manufacturer narrative:
RMA was issued and the device has not been returned to the MFR. The replacement part resolved the issue.

Event description:
A registered nurse reported that the instruments on the fusion system all went to red status while in the navigate screen. She said they went back in the software, re-verified the instruments and re-registered the pt and were able to continue the case. No impact on the pt outcome reported.